Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200 mg/dl range. Customer stated that their health care professional adjusted the pump settings and the reported elevated bg levels resolved. Customer delivered a bolus to bring bg levels back to target range.